Event description:
It was reported that the wake button was difficult to press and required force to turn display on or off. There was no reported impact to the customer's blood glucose level. The customer was expected to return the faulty pump for evaluation, and a replacement pump was provided.